Manufacturer narrative:
Exact date unknown, event occured few years ago.

Event description:
It was reported that the patients ipg was found to be defective. The patient underwent an ipg explant procedure. The explanted ipg will not be returned.